Manufacturer narrative:
Company causality comment: this medically confirmed, spontaneous case report, refers to a female pt who had an attempt to insert essure (fallopian tube occlusion insert) and during the procedure first essure did not deploy, gigantic crumbled mess at entrance of left fallopian tube, went to right side to insert tip bended and kept bending on itself, physician checked left side again and just a piece of essure was there, complication of device insertion, and tried to remove the essure and it did not unattach. The event physician check left side again and just a piece of essure was there, interpreted as a device breakage, was considered serious due to medical importance; it is unlisted according to the reference safety info for essure and was regarded as an incident, since the pt was submitted to a surgical procedure for treatment. The remaining events were considered non-serious and non-incidents. Single cases of essure breakage have been reported. In this particular case, the physician had difficulties in the deployment of the insert, which bended, also an unspecified fallopian tube disorder occurred at left side; he tried to remove essure unsuccessfully and noted that only a piece was present in the left side (breakage). The pt underwent a surgery 4 days after the attempted insertion. Considering that the reported events occurred during essure placement procedure, they were considered as related to the suspect insert, excepting gigantic crumbled mess at entrance of left fallopian tube (which due to the lack of specificity is not assessable by not) and went to right side to insert tip bended and kept bending on itself (interpreted as an user error and considered unrelated to essure). Follow-up info and product technical analysis are being sought.

Event description:
This is a spontaneous case report received from a nurse in united states on (B)(6) 2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced gigantic crumbled mess at entrance of left fallopian tube, first essure did not deploy, went to right side to insert tip bended and kept bending on itself, physician checked left side again and just a piece of essure was there (complication of device insertion) and tried to remove the essure and it did not unattach. Info given on pt medical history, past drugs, concurrent conditions and concomitant medication. On (B)(6) 2014, the pt had an attempt to insert essure (fallopian tube occlusion insert), lot numbers b76528 and cs0003v, for sterilization. Reporter was not able to inform its expiration dats. On (B)(6) 2014, the physician went to insert the first essure micro-insert on the first tube and at it did not deploy. The physician retried it and notice that there was a gigantic crumbled mess at entrance of left fallopian tube. Then, she went to the right side and tried to insert, but the tip bended and it kept bending on itself. She removed it and the same thing kept occurring. The physician checked on the left side again and noticed that just a piece of it was there, so she tried to remove it and it did not unattach. On (B)(6) 2014, 4 days after essure attempted insertion, the pt had to go to surgery. She had a bilateral tubal ligation and the crumbled mess was removed on the left side. Reporter causality: the relationship between the adverse events and essure was not reported. Follow-up received on 05/16/2014: product technical complaint global (B)(4) and local (B)(4) numbers were received.